Manufacturer narrative:
(B)(4). Investigation summary: in response to the event reported a device history review was conducted for lot number 9106859 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion: the customer complained that the indwelling needle fell off,no actual sample or picture returned. Checked the batch record of this lot, no abnormal found on in-process inspection, fg inspection and machine troubleshooting records. In the actual packaging process, the product is manually placed into blister during packaging process after 100% visual inspection by operators. After packaging there are operators to 100% visual inspect the outlook and deformation. Once the indwelling needle fell off is found, the product will not flow to market. The product has been in a smooth state during the packaging process. Regarding the indwelling needle fell off, which may be caused by squeezing or large shock or bump of single package during transportation. Checked the retained samples , all no such defects. No same complaint was received from the complaint lot. The defect of the indwelling needle fell off was never found in the production and inspection process. The complaint may be caused by vibration or bump during transportation.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a catheter that broke/separated from hub. The following information was provided by the initial reporter: on (B)(6) 2020, when the on-duty nurse performed intravenous indwelling needle puncture for the patient, it was found that the indwelling needle fell off, and the intravenous indwelling needle was replaced immediately. This incident did not cause adverse consequences to the patient. Preliminary assessment of the damage caused during transportation.